Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when the surgeon was doing initial dissection near the pylorus, they grasped it, waited on end tone, and then they cut. End tone was heard but bleeding was noticed after cutting. They attempted to control the bleeding using the same instrument (lf1944) but it was not successful. A new handpiece (lf1944) was then requested which fixed the issue. They claimed that the initial handpiece was not sealing properly. The patient lost 50cc to 60cc of blood. There was no patient injury.